Event description:
Patient experiencing continued pain with contractions after medication administered per pump. Registered nurse called anesthesia to come evaluate after patient was experiencing pain. Provider came to bedside and noticed the epidural catheter had detached from the hub that attaches to the epidural tubing and was leaking onto the bed.